Event description:
It was reported that the ventilator failed pre-use check and expiratory valve coil was replaced. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed pre-use check and expiratory valve coil was replaced. Identification of issue has been done by analyzing problem description, the service report and device's logs. There was no patient involvement. Based on technician statement, the device failed pressure transducer test during pre-use check. The expiratory valve coil was checked and have been replaced to resolve the issue. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. The issue was decided to be reported based on available information as defective expiratory valve coil may lead to stop of ventilation. The part is not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.